Manufacturer narrative:
Initial

Event description:
It was reported that a user experienced very high blood glucose readings on the ilet system and on fingerstick confirmation, with no missed meal announcements or medication triggers reported; the user inspected the 6 mm infusion set, then performed a full supply change with a new site and resumed insulin delivery. Symptoms included hyperglycemia accompanied by dizziness and confusion/disorientation. Outcomes included a minor illness/impairment. Investigation included communication with the user and analysis of information provided by the user. Investigation of this case revealed insufficient information regarding a device problem or component, and no findings were available. It was concluded, based on previously established findings for similar reports, that the cause was not established. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.